Event description:
It was reported that the device exhibited episodes of false high ventricular rate (hvr) due to post-sensed t-wave oversensing. No programming changes made at this time. No patient symptoms were reported.